Manufacturer narrative:
This complaint of procedure tray no. (B)(4) / lot# 1054565 originating with (B)(6) on (B)(6) 2016, was originally reported as a complaint against part# 5300825 white label 4"x2". However further investigation after viewing photographs and receiving the actual complaint sample back at avid revealed that the actual label which had the defect of ¿ink peeling away from label and settling in the heparin/saline bowl¿ was actually part no. (B)(4)label, 1/2 x 1.75" clear. Avid questioned the supplier of the clear label blank stock used by avid to custom print item# (B)(4), and they reported that there had not been any changes in the production or the material used for the clear labels. Avid has been custom printing this clear label for this customer since 2010, and has used this same label for 10 years for other customers without incidents. Printed samples of this same clear label were pulled from avid¿s inventory and they did not have the peeling issue as reported in this complaint. The complaint samples sent to avid from the hospital were showing signs of peeling ink. Hospital staff reported that they did not treat the complaint labels any differently than they normally do. They will discontinue use of the clear complaint labels from this lot. As of now, no other customers have reported this same problem and no root cause can be determined at this time.

Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a label, 1/2x1.75 clear printed by avid's printers. Avid received a complaint on (B)(6) 2016 originated by (B)(6) at (B)(6) medical center-(B)(6) stating that the ink from the label is peeling away from the label and settling in the heparin/saline bowl. The complaint label was available and was sent to avid. No patient injury was reported.